Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to pop. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, erosion and other unspecified issues. It was reported that patient underwent exam under anesthesia, cystoscopy and removal of eroded prolene sutures on (B)(6) 2010 for status post cystocele repair with mesh and eroded prolene sutures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.